Event description:
The customer reported high blood glucose. Customer stated was in the hospital recently because of bee sting and on antibiotics. Troubleshooting was done. Customer's blood glucose was 484 mg/dl. Customer treated with injection. During the troubleshooting the customer does not have tubing clamp unable to continue. Advised the customer that we would send tubing clamp. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).